Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation findings, the poor image quality was likely due to a broken meniscus in the charge-coupled device (ccd) unit, which appears to have resulted from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited broken charged coupled device (r-unit) including meniscus section and poor quality image. There was no patient involvement.